Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the coating of the handle chipped and fell into the patient¿s body cavity. However, no fragments remained inside the patient since they were reportedly retrieved after an intra-abdominal lavage was performed. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2021-05-19). The evaluation/investigation confirmed a damaged coating and a crack in the ceramic part. The cause of this damage is most likely age-related wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf-electrode without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.